Event description:
It was reported that the patient presented with pain and swelling at the site of the inflatable penile prosthesis (ipp) implant. The device was still functioning properly. The symptoms were suspected to be related to an infection, so the ipp was explanted. A tactra penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with pain and swelling at the site of the inflatable penile prosthesis (ipp) implant. The device was still functioning properly. The symptoms were suspected to be related to an infection, so the ipp was explanted. A tactra penile prosthesis was implanted. There were no additional patient complications reported.